Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/26/2020. Additional information was requested and the following was obtained: was the reaction on both breasts ? Yes, edema breasts, harms and feet. Do you have any photos of the reaction? No. What date did the patient present with symptoms (# post op days)? 15 days post op. Which tissue layer, at which location, was the vicryl suture used to close? At the level of breast with monocryl. Can you describe the tissue condition when the suture was placed? Normal what is meant by ¿the strands were found with a filamentous aspect¿ and when was the condition of the suture noticed? After 8 month, the doctor has observed one visible monocryl was intact. Is the issue related to slow absorption of suture? Unk. Please indicate any medical or surgical intervention that was required to treat the patient? No medical or surgical intervention. Please provide results of any diagnostic tests performed and dates. Na. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No what in the physicians opinion are the factors contributing to the event? Maybe allergic terrain. Patient demographics: initials / ID; age or date of birth; height/weight/bmi: not available. Please provide update to patient current condition? Slow improvement. Please provide the lot number involved unk. Patient pre-existing conditions (ie. History of allergic reactions) no allergic history. Thyroid issue. Head trauma with loss of consciousness after a public highway accident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast mammoplasty procedure on (B)(6) 2019 and suture was used. The patient presented with abnormal scarring reaction, inflammation, redness and thick scar. The patient also developed a significant allergic reaction with many allergic pimples and plaque of edema on the breast which migrated obliging lymphatic drains. These symptoms occurred from the surgery until now. It was reported that the strands were found with a filamentous aspect. Additional information has been requested.